Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 54 mg/dl. Customer stated that customer was receiving micro boluses in the over night when blood glucose was 75 mg/dl and then it declined to 54 mg/dl after treating. Customer also reported that insulin pump had constant alerts for high sensor glucose. Customer declined troubleshoot for hyperglycemia. Insulin pump will not be returned for analysis. Unomed inf set,frn-unk-rsvr.